Manufacturer narrative:
H3, h6) a software investigation analysis was initiated to determine the probable cause of the issue. Analysis found that not a software issue. Complaint data analysis found the event was due to a hardware issue. Checked system, could not duplicate fault. Logs did show that hand switch was released early. Replaced hand switch. Tested system functions as intended "software functioning as designed. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: m021083c001, version: 4.2.1 -, ubd: , UDI#: updated MDR codes: b01, c19, d14. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported that the system was unable to perform a 3d spin. This issue occurred intra operatively and no additional information was provided.

Manufacturer narrative:
Medtronic representative went to the site to test the imaging system and checked system, could not duplicate fault. Logs did show that handswitch was released early. Replaced handswitch. Tested system functions as intended. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000194. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Add info received: caused less than 1 hour surgical delay. There was no reported impact to the patient outcome.